Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
Customer reported that a patient presented with a surgical wound infection approximately four months following repair of a perforated ulcer. The patient was returned to surgery for re-exploration. The previously implanted sutures were explanted, and the fascia was reclosed with prolene suture. This event went on to heal uneventfully.